Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to worsening general status caused by exacerbation of heart failure. It was noted that low flow alarms occurred for about half a day before the patients death.

Manufacturer narrative:
Section b5: additional information was originally reported under manufacturer report number 2916596-2022-13289. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s driveline and pump pocket infections could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 2.0¿ from the pump header. The modular cable and the remainder of the pump cable measuring approximately 24¿ were also returned. Less than 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged and the outflow graft clip secured. A partial apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) and controller event and periodic log files retrieved from the returned devices appeared to capture the device functioning as intended. Low flow alarms were confirmed in the retrieved log files for approximately 2 hours before the driveline was ultimately disconnected on (B)(6) 2022; however, it was reported by the account that the cause of the alarms was deterioration of general condition due to exacerbation of heart failure. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, pump pocket/pseudo pump pocket infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient experienced a bacterial infection at the driveline exit site. Surgical and drug therapy was performed. On (B)(6) 2022, the patient experienced a bacterial infection at the pump pocket. Surgical and drug therapy was performed. On (B)(6) 2022, the patient experienced a bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. On (B)(6) 2022, the patient was readmitted for a bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient was readmitted for bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. On (B)(6) 2022, the patient was readmitted for a bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient was readmitted for a bacterial infection at the pump pocket and at the driveline exit site. The patient passed away on (B)(6) 2022 due to the infection. The infection improved between admissions, but it was unclear is the infection was completely cured. It was noted that low flow alarms occurred for about half a day before the patient's death due to the deterioration of general condition because of exacerbation of heart failure. Nothing was done for the low flow alarms. The device operated as expected.